Manufacturer narrative:
(B)(4).  Physio-control performed an initial evaluation of the customer's device and verified the reported issue.  The customer will be provided with a replacement device. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. &#1288;ere was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that all three icons (charge pak, attention and service wrench) were present on the readiness display and that the unit would not power on when prompted.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to water having infiltrated the device. This caused the internal components of the device to become corroded and rusted. The water and resulting damage caused the device to deplete its internal hybrid layer capacitor (hlc) batteries and charge-pak battery charger. A replacement device was provided to the customer under warranty.